Manufacturer narrative:
Result of investigation: the reported complaint was confirmed and duplicated by vyaire medical's failure analysis team. It was noted that p/n 12507-001 rev.b bearing, .188 ID x .500 od was leaking lubrication that caused the bearing to fail, which leads to the impeller shaft to misalign and vibrate excessively. Thus, creating the internal scrapping between the assy drive shaft and assy idle shaft with the internal housing wall of the assy body cover, causing the reported issue. Assy, blower module p/n: 12050-001 rev. J s/n: (B)(6) will be scrapped as per (B)(4) failure investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The device was returned to the manufacturer, and was evaluated. The technician was able verified the customer reported issue. The suspected device was connected to a known good ac adapter, and patient circuit. The ventilator was powered on at the customer's settings, and duplicated the reported problem. The blower module was replaced and passed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel is making a grinding noise by the outlet, and the tidal volume is very erratic. The customer confirmed that there was no patient involvement associated with the reported event.